Manufacturer narrative:
The disposable handpiece used in this case was not returned for evaluation. The lot number of the disposable handpiece was not provided, and therefore a lot history record review could not be performed. However, all surgical handpieces meet all the specifications when released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgment must always be used. Minerva surgical will continue to monitor product experiences for similar occurrences.

Event description:
It was reported that a laparoscopic tubal ligation was performed prior to ablation procedure. Sometime during the performance of an ablation procedure, a uterine perforation occurred (exact device that caused the perforation is unknown), which was appropriately identified by the minerva uterine integrity test (uit). In response to the uit, the minerva procedure was appropriately aborted. Since the patient underwent a laparoscopic tubal ligation immediately prior to this ablation procedure, the presence of a single uterine perforation was confirmed laparoscopically, and the edges of the perforation site were ablated using bi-polar rf electrode (exact device unknown). Patient was discharged the same day.